Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that the current lead had recently been implanted following explant of a previous non-boston scientific lead. The local field representative discussed the clinical observations related to the previous lead. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the root cause was suspected to be related to a potential lead to device header connection issue. The physician plans to continue monitoring at this time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that the current lead had recently been implanted following explant of a previous non-boston scientific lead. The local field representative discussed the clinical observations related to the previous lead. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the root cause was suspected to be related to a potential lead to device header connection issue. The physician plans to continue monitoring at this time. It was reported that this ICD and non-boston scientific rv defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms, in addition to continued high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, information received in the remote home monitoring system indicates that tachycardia therapy was programmed off in the device for an unknown reason. No adverse patient effects were reported. Available information indicates that this device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that the current lead had recently been implanted following explant of a previous non-boston scientific lead. The local field representative discussed the clinical observations related to the previous lead. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the root cause was suspected to be related to a potential lead to device header connection issue. The physician plans to continue monitoring at this time. It was reported that this ICD and non-boston scientific rv defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms, in addition to continued high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, information received in the remote home monitoring system indicates that tachycardia therapy was programmed off in the device for an unknown reason. No adverse patient effects were reported. Available information indicates that this device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the device was later explanted and returned with no additional information linking the explant to the previous reported observations.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) defibrillation lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that the current lead had recently been implanted following explant of a previous non-boston scientific lead. The local field representative discussed the clinical observations related to the previous lead. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.